Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 01 (patient line open) on arctic sun device s/n: (B)(6). Flow rate (fr) was 0.6lpm, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage, pump hours were 2032.6, system hours 2194.1. Asked nurse to stop therapy, empty and disconnect pads, and enable manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 0 percentage. Again, asked nurse to press start in the manual control box. Nurse claims they did, though they heard therapy started. Walked through the steps again and claims the flow and inlet pressure (ip) was still 0. Then stated they got an empty reservoir alarm, but they just filled it. They said they had another device with low flow recently, but they were not sure if that was the same s/n or not. Asked nurse to send device to biomed for inspection.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-01349. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 01 (patient line open) on arctic sun device s/n (B)(6). Flow rate (fr) was 0.6lpm, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage, pump hours were 2032.6, system hours 2194.1. Asked nurse to stop therapy, empty and disconnect pads, and enable manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 0 percentage. Again, asked nurse to press start in the manual control box. Nurse claims they did, though they heard therapy started. Walked through the steps again and claims the flow and inlet pressure (ip) was still 0. Then stated they got an empty reservoir alarm, but they just filled it. They said they had another device with low flow recently, but they were not sure if that was the same s/n or not. Asked nurse to send device to biomed for inspection.

Manufacturer narrative:
Correction: d, e, f, g, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 01 (patient line open) on arctic sun device s/n (B)(6). Flow rate (fr) was 0.6lpm, inlet pressure (ip) was -3.5psi, circulation pump command (cpc) was 100 percentage, pump hours were 2032.6, system hours 2194.1. Asked nurse to stop therapy, empty and disconnect pads, and enable manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 0 percentage. Again, asked nurse to press start in the manual control box. Nurse claims they did, though they heard therapy started. Walked through the steps again and claims the flow and inlet pressure (ip) was still 0. Then stated they got an empty reservoir alarm, but they just filled it. They said they had another device with low flow recently, but they were not sure if that was the same s/n or not. Asked nurse to send device to biomed for inspection.